Manufacturer narrative:
Additional information: section d.6b & h.6 the recipient underwent repositioning surgery on (B)(6), 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing revealed results within normal limits. The recipient has healed and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes and electrode migration. Imaging confirmed electrode migration. Programing adjustments have been made however, the issue did not resolve. Re-positioning surgery has been scheduled.